Event description:
It was reported that this chronic left ventricular (lv) lead, pace impedances, were found to be greater than 1800 ohms, since implant. Labeling range is 300-1200 ohms. Isometrics and pocket manipulations were suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.